Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had uncomfortable stimulation. MRI imaging revealed a fluid mass around the lead. As a result, surgical intervention was undertaken where cultures were obtained and results indicated no abnormalities were found.